Event description:
Customer stated the insulin pump was stuck in rewind. Blood glucose was 165 mg/dl. Customer inserted new reservoir and assisted customer with filling the tubing. Customer was able to fill tubing successfully. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.